Event description:
While using a byte night aligners, patient experienced an allergic reaction while wearing the aligners. Patient's symptoms included tingling in their lips and tongue and itchy throat. Patient was seen by their physician and treated. Patient has a latex allergy. Patient's physician recommends that they stop aligner treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.